Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the bhr cup and bhr head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported the cobalt and chromium levels were elevated, neither the levels nor the lab reports were provided. The intraoperative finding of loosening of the femoral component and long standing femoral fracture could have been a root cause to the reported metallosis if there was changes in position or loosening which could also accelerate wear and lead to metal debris and result in the metallosis. Without the implantation and pre-revision x-rays to determine initial femoral component anatomical placement (anteversion angle), this cannot be ruled out as a contributory factor to the reported loosening and metallosis. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, metallosis, femoral loosening, and femoral neck fracture cannot be confirmed, and it cannot be concluded that the reported clinical reactions/events were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: a2, d1, d4, d11, h4.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the bhr cup and bhr head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The patient history of fall, avascular necrosis, massive scar tissue to sciatic nerve, chronic hamstring syndrome with ischial tunnel syndrome, ischiofemoral impingement, hamstring avulsion and the ¿snow shoveling event¿ cannot be ruled out as contributing factors to the patients¿ pain and clinical status. It should be noted the snowshoveling event clinically aligns with the long-standing femoral neck fracture noted intraoperatively. It should also be noted the increased lucency noted on the x-ray 09/21/2016 is related to a reported fall and is not associated with a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the available medical information a possible root cause of the implant failure is an adverse incident, which may have led to the femoral neck fracture. Without return of the actual devices or further information we cannot further investigate. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to elevated metal ion levels, metallosis, femoral neck fracture and pain.